Manufacturer narrative:
The reported event was confirmed by review of a lateral radiograph image provided showing one of the caudal most screws, at the c7 vertebral body, protruding anteriorly from a 4-level plate construct. Operative notes and/or medical records were not provided for review of usage/technique. The initial implantation date was not provided, as a result, it is unknown how long the construct has been in-situ. A review of manufacturing records was unable to be performed for as the part and lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. The potential adverse effects section of the surgical system IFU includes "implant failure" as an outcome possibility which may or may not be device related. The postoperative section of the IFU states, "metallic implants can loosen, fracture, corrode, migrate, possibly increase the risk of infection, cause pain, or stress shield bone even after healing, particularly in young, active patients." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The manufacturer was made aware of a system implant screw migration, which was reported to be identified approximately 8 weeks after the index procedure was performed. Information regarding impact to the patient and if any treatment has been, or will be, performed has been requested but has not been received at the time of this report. No additional information is available.